Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded multiple diverted episodes due to oversensing of noise. The device delivered an inpappropriate shock due to the oversensing and the oversensing resulted in pacing inhibition. All lead measurements were normal and the noise could not be reproduced.